Event description:
Patient reported experiencing "severe pain" and their lap-band access pork kit was explanted without replacement.

Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2013. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Pain is a surgical and physiological complication and an analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding the serial number of the device has been requested. Device labeling addresses the reported event of pain as follow: "other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, chest pain, incision pain, and port site pain."